Event description:
Info was received on in 2004 from patient with a history of osteoarthiritis, a torn meniscus in the left knee, arthoscopic surgery, high cholesterol, high blood pressure, and a previous synvisc series in the right knee 2 years ago who experienced left knee pain, swelling and inflammation. Patient began treatment with synvisc in 2003. The patient received a series of synvisc injections in the left knee in 2003 and fluid was not drawn before any of the injections. The patient reported left knee was still painful and swollen following the synvisc. Pt received two cortisone injections into the left knee for pain and inflammation. The second cortisone injection was administered in april 2004. The patient reported that the synvisc received in the right knee two yrs ago, is "still working." At the time of this report, the patient reported that the cortisone injection helped and their left knee "felt better." Qa investigation results: the review of synvisc product release data for both facilites did not indicate trends that could be associated to any product complaints.